Event description:
It was reported that after the laser irradiation start, around 20 minutes an unusual sound occurs each time. Burns were confirmed on the blast shield lens. It appeared that the condenser lens between the fiber port and the laser itself have burnt out. The procedure was discontinued. The fiber, blast shield and the condenser lens were replaced. On the next day the procedure was completed without any problem. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient being sedated.

Manufacturer narrative:
The device was not available for analysis; therefore, no physical or visual evaluation of the product could be performed. The reported device performance allegations could not be confirmed. The device history record (DHR) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could have contributed to the complaint. The DHR review confirms that the accepted was manufactured per the device master record. A labeling review was performed on the device instructions for use (IFU). The IFU cited: warning! A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Risk review was completed and confirmed that the event of fiber overheating of device or device component was defined in the risk documentation and is documented accordingly in the prr. Based on the available information and analysis results, a conclusion code of unable to exclude device problem was assigned to this investigation, as the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that after the laser irradiation start, around 20 minutes an unusual sound occurs each time. Burns were confirmed on the blast shield lens. It appeared that the condenser lens between the fiber port and the laser itself have burnt out. The procedure was discontinued. The fiber, blast shield and the condenser lens were replaced. On the next day the procedure was completed without any problem. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient being sedated.